Event description:
Health club personnel, recently trained as first responders, responded to a patron who collapsed with an apparent cardiac arrest. The device, an AED trainer, was connected to the pt, possibly with AED training electrodes. The first responders performed an AED protocol until the local ems arrived at the scene. Emt's took over the scene with a defibrillator, but the pt was not resuscitated.